Event description:
A 58 year old male underwent a radical retropubic prostatectomy on 8/20/96. While surgeon was using automatic clip applier, the device misfired causing clip tips to overlap instead of meeting together. This caused the clips not to hold. No adverse outcome was noted.